Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin flow blocked during bolus/basal/fixed prime. Customer's blood glucose at time of incident was unknown. Customer tried different sets/lots for cannula lengths. The customer stated that insulin is not expired or denatured, sites are rotated and tubing is not bent/kink. Customer insisted on replacing pump. Customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
No insulin flow blocked alarms were noted during the prime/seating test or basic occlusion test. The insulin flow block feature functioned properly during testing. The basal/bolus was monitored and no unexpected insulin flow blocked alarms were noted. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a peeling end cap address label.